Event description:
It was reported that there was leak between the connection of three (3) unspecified access sets the solution bags. While spiking the solution bags, the nurse immediately observed leaking from the spike port. These issues were further described as, ¿the inner plastic cannula/tubing from the spiking port had separated from the outer plastic layer¿. This issue was identified while spiking during setup/preparation prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
B5: remove the statement: ¿there was leak between the connection of three (3) unspecified access sets the solution bags¿ (as previously reported). D2a: common device name: remove: set, administration, intravascular (replace with na). D2b: classification code: remove: fpa (replace with na). H6: medical device problem code: remove: a050401. H6: component code: remove: g04034. H10: upon further review it was determined there was no reported allegation against a baxter IV (intravenous) tubing device. Therefore, a baxter IV tubing device (access set) is no longer considered a suspect product in this event. Should additional relevant information become available, a supplemental report will be submitted.